Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent right tkr on (B)(6) 2018, patient presented with slight recurvatum deformity and instability. Revised on (B)(6) 2020 where the 10mm poly was replaced with a 14mm poly liner. (B)(6).

Manufacturer narrative:
Correct lot number.